Manufacturer narrative:
Section h6 updated coding section h10 additional information the investigation was completed by conducting a thorough evaluation of the product and the reported information. From the machine logs it has been determined that mosaiq was in the process of recording the beam records when a machine error occurred. The user was presented with an abnormal termination form. The user verified the actual treatment and manually recorded to correct the incorrect treatment. This issue would not lead to serious injury. Mosaiq did not have any malfunction and was working as designed and intended.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the seq disconnected from linac during treatment.